Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: a review of the black box showed a temporary basal program was run on the event date (B)(6)2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The cartridge cap was not returned with the pump for investigation; the returned battery cap and a test cartridge cap were used to complete testing. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2unit/hour basal rate and the basal total daily dose correctly reflected 48units delivered at the conclusion of the test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 575mg/dl with large ketones and vomiting. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the reporter and found that the basal history did not match the active basal program. The reporter noted that basal rates had been adjusted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged history/settings issue.